Manufacturer narrative:
Unit received with cracked belt clip rail case corner and battery tube threads. Could not perform displacement test due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the damage was seen on the battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.